Event description:
It was reported that the patient found that the initial location of the spinal cord stimulation (scs) implantable pulse generator (ipg) site was uncomfortable. The patient underwent a revision procedure in which the ipg was relocated from upper buttock to lower flank. The patient is expected to fully recover.